Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had a battery issue. According to the facility, it is unknown when or in which care area this event occurred. During review of the pump's event history, baxter personnel confirmed the reported condition as a damaged battery alarm and discovered this event interrupted delivery. There was no patient injury, medical intervention necessary or adverse event in association with this condition. No additional information is available.this device is a remediated colleague pump with a user interface module software version of 5.08.92.

Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. At an unspecified time, line a of channel 3 of the device was programmed to deliver an unspecified chemotherapeutic agent. It was reported that the rate had been titrated from 150 ml to 200 ml to 280 ml/hr. No further programming parameters were provided. It was reported that 25 minutes after the rate had been titrated to 280 ml/hr, the nurse noted that the device display indicated a rate of 200 ml/hr instead of the originally programmed rate of 280 ml/hr. The delivery was stopped. The device was removed from clinical service. There were no reported adverse patient effects and no medical interventions were reported. Though requested, no additional information was provided including if the therapy was resumed using a replacement device.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.evaluation summary:the reported condition of a colleague infusion pump with a battery issue was confirmed by baxter personnel as a damaged battery alarm. This condition was caused by depleted main batteries. This condition was resolved at the facility by a baxter field service technician by replacing the main batteries and battery harness.should additional information become available, a follow-up medwatch will be submitted.